Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic, the right atrial lead exhibited noise. The lead was explanted and explanted successfully. The patient was stable following procedure and would be followed normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Correction: the analysis narrative should have been included in the previous report.

Event description:
New information states that the patient presented via remote transmission on (B)(6) 2015 with alerts for high ventricular rate and atrial and ventricular noise reversion. The patient was seen in clinic on (B)(6) 2015. Programming changes were made. On (B)(6) 2015 office visit oversensing was noted on the lead.